Event description:
It was reported by repair work order that the manual release handles were broken with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.